Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/07/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Date of issue is an approximation. The reaction was located on the abdomen below the adhesive patch and was described as red and oozy. On (B)(6) 2016, patient went to the doctor to receive treatment for the reaction and was prescribed betamethasone dipropionate cream, which the patient used to treat the affected area. At the time of contact, the patient was doing ok. No additional event or patient information was provided.